Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected off no power or low battery alarm or blank display noted. The insulin pump had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 367 mg/dl. Customer treated with manual injection. Nothing further reported.